Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b2; b3; b5; b7; d7; g4; h2; h6.

Event description:
It was reported that patient underwent a left hip revision approximately 15 years post implantation due to pain, discomfort, difficulty sleeping and elevated metal ion levels. During the procedure, copious amounts of gray thick fluid was found along with significant amounts of hypertrophic synovium. The head component was removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: g4; h2; h3; h6. Reported event was confirmed by review of medical records noting patient was experiencing elevated metal ion levels, pain, discomfort and difficulty sleeping. X-rays showed some lysis about the proximal femur and periacetabular region. Copious amounts of gray thick fluid was encountered during the procedure. Significant amounts of hypertrophic synovium was debrided. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Event description:
It was reported that patient underwent a left hip revision approximately 15 years post implantation due to pain, discomfort and difficulty sleeping. Patient presented for blood tests which showed elevated metal ion levels. No revision surgery has been reported to date. Attempts have been made and additional information is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implanted sometime in 2004. Concomitant medical products: rd118850-m2a-38 cup-777290, x11-180310-bi-metric-738000. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 05179. Customer has indicated that the product will not be returned to zimmer biomet for investigation, remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Remains implanted.

Event description:
It was reported the patient is experiencing pain, discomfort and difficulty sleeping after an unknown amount of time post implantation. Patient went in for an MRI which was unclear. No revision surgery has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.